Event description:
It was reported that it is difficult to disconnect tubing from ultrasite valve. The nurse stated that sometimes they have difficulty disconnecting the IV tubing from the ultrasite valve. There was no patient harm. No additional details provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that it is difficult to disconnect tubing from ultrasite valve. The nurse stated that sometimes they have difficulty disconnecting the IV tubing from the ultrasite valve. Although it was noted that there was a minor delay in treatment, it was further confirmed during follow up, however; that there was no patient harm or impact as a result of this event. No additional details have been provided to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that it is difficult to disconnect tubing from ultrasite valve. The nurse stated that sometimes they have difficulty disconnecting the IV tubing from the ultrasite valve. No additional details provided.